Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the leadless pacemaker (lp) exhibited a reset. The lp was recovered successfully. The lp was implanted successfully. There were no patient consequences.